Manufacturer narrative:
Additional information: the patient currently is not planned to have any additional surgery. Device evaluation: the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No code available (secondary surgery, lens explant, lens repositioning). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.0/+2.0/180 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. The surgeon noted refractive surprise. The lens was repositioned on (B)(6) 2017. On (B)(6) 2017 the lens was explanted. No additional information is available as of the time of MDR submission.